Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge reading was inaccurate. Additionally, it was reported that the pump was not delivering insulin as intended. Customer was hospitalized with elevated blood glucose (bg) levels that ranged between the 400's (mg/dl) and "high". Reportedly, the customer had manual injections as alternate insulin therapy. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.